Event description:
Further surgery performed consequent to patient reporting pain over preceding 2 months. No signs of lucency were evident on x-ray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: root cause: undetermined, from the information available it is not possible to say why this total knee replacement failed. From the complainants report it would appear that some bone cement caused damage to the femoral component leading to metallosis. It was not possible to confirm this. Etq complaints database searched on product lot 1000405, 1013459 1009201 identified no similar complaints received previously. Size of implant is reasonable. Tray is at 90deg to long axis of tibia. It is not possible to check the femoral position. Per the complaint report no lucency visible on either x-ray. Review of manufacturing records for product lot 1000405, 1013459 1009201 was completed by the manufacturing site ((B)(4)), with notification received that: all attached reviewed and no issues. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.